Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's child reported via phone call that customer was hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2019 with blood glucose level was 563 mg/dl. Customer experienced symptoms such as not feeling well, moderate ketones. The customer stated the other blood glucose value was 250 mg/dl, 132 mg/dl. The customer was treated with insulin pump and intravenous insulin drip. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.